Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on continuous renal replacement therapy (crrt) in hemofiltration mode (cvvh) experienced a low oxygen saturation while connected to a prismaflex m150 set, a baxter dialysis machine, and a baxter catheter. It was reported that the patient was also connected to an oxygenation extracorporeal membrane (ECMO) during this treatment. During treatment, the nurse had to increase the level of the deaeration chamber six times. Two minutes after the sixth adjustment, approximately 12 hours into treatment, a ¿malfunction: air detector¿ alarm occurred. The circuit was checked and a ¿melted¿ luer connector of the return line to the catheter was identified. However, the reporter stated that no warmer or other heat source was in use. Air was noted to have entered the return line of the set. It was not possible to disconnect the catheter from the set, so the catheter and the filter set were both removed from the patient. A blood transfusion was performed on the patient. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The filter set was discarded preventing further technical investigation of the alleged ¿melted¿ connector and no photo was taken showing the reported deformation. Should additional relevant information become available, a supplemental report will be submitted.